Event description:
It was reported that during an unknown thoracic procedure, it was observed that the stapler jammed and could no longer be opened normally while stapling the bronchus. The emergency lid had to be opened and the stapler was removed from the tissue. The tension caused a small amount of bleeding but this was quickly resolved. It was further reported that the staple line didn't look very good afterward. The procedure was completed with a delay of 10 minutes. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 07/23/2025. B3: only event year known: 2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: - please provide more details for "staple line didn't look very good afterward". Staple line wasn¿t well formed as usual and staples weren¿t tight. It was on some spots ruptured and looked like the knife was not sharp. - could you please provide more details about the type of oozing? It was bleeding constantly out of the middle ot the row. - was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Stapler felt in lock out before and knife was blocked after firing. Reverse button does not work so surgeon has to make manual override. - how was the bleeding controlled? With a metal clip. - how much blood was lost (ml)? No information. - did the patient require a transfusion? No. - please explain in detail what was the issue with the device. Was the firing sequence started but not completed? Started normal and all the staples were completely outside of the reload( the whole stapleline) but knife went not back after being at the end of the reload. Two times trying to bring knife back with reverse button then they did manual override. - if yes: did the device deliver any staples? Yes. - if yes, were the staples formed properly? In the middle of the staple line they were malformed. - if yes, was the staple line complete? Yes. - did the device cut? Yes but it looks like the knife is not sharpened. - if yes, was the cut line complete? Yes. - if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Yes, blurry cut. - was there any difficulty opening the device? Yes not possible until manual override. - if yes, how was the device removed from the patient? Could be closed normally after manual override. - if yes, did the jaws eventually open? Could be closed after manual override. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 08/21/2025. Corrected data: h6 (component code, investigation findings), investigation summary. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with a gst45g reload loaded on the device. The reload was received partially fired 1/16. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. In addition, nicks were noted on the knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The event described of would not reverse knife automatic, would not reverse button force and difficult to open could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 07/28/2025. D4: batch #420d65. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with a gst45g reload loaded on the device. The reload was received partially fired 1/16. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The event described of would not reverse knife automatic, would not reverse button force and difficult to open could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review : a manufacturing record evaluation was performed for the finished device batch number 420d65, and no non-conformances were identified.